Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patients scs ipg was end of life since patient only uses tonic on high settings. Surgical intervention was undertaken wherein the battery was replaced and therapy restored.